Event description:
It was reported that the tunneler sheath broke off while peeling back in the pt by the surgeon. The distal portion of the sheath remains in the pt and was not removed. The pt's current condition is reported to be good and did not require add'l treatment.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter and product eval. Two split, used sheaths were rec'd for eval and instigation. The visual inspection of sheath #2 found no defects. Both sheaths wer peeled entirely without fraying, as designed. Sheath #1 was stretched at its mid-body and broken off at the distal end. The tab of sheath #1 was also rec'd broken. A stretched section indicates that the sheath was most likely secured, so when it was pulled and peeled, it broke. The best evidence indicates that sheath #1 was pulled and met high resistance until it broke off at its distal end. A review of the lot history found no other complaints for the reported lot number. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.